Event description:
It was reported that the insulin pump experienced physical damage after it had fallen from the customer's pocket. The blood glucose reading was 15 mmol/l, which the customer treated with a manual injection. The caller stated that the device broke on the side of where the reservoir pushes up but now it would not push up. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked case at display window corners and end cap. Insulin pump received with minor scratches on lcd window. Insulin pump passed displacement test. Unable to perform prime test, basic occlusion test, occlusion test or excessive no delivery test due to cracked end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.